Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information from the field representative provided an x-ray was completed and revealed this rv lead was damaged due to a clavicle first rib crush. This resulted in high out of range pacing impedance measurements exhibited. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. Another rv lead was implanted to complete the procedure. Additional information has been requested but was not provided at this time. No additional adverse patient effects were reported.